Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) contamination on an exactamix 2400 valve set. The pm was described as an oily substance on the newly opened valve set. This issue was observed in the pharmacy prior to patient use. There was no patient involvement. No additional information is available.